Event description:
The physician visualized a possible issue in the medtronic lead from where the set screw from the saluda ipg appeared to compromise it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).